Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had a revision on (B)(6) 2014. The patient stated that the leads and device were changed because the patient was having ¿issues.¿ the patient was not getting coverage in his right knee which was the location of pain. The event date was listed as since implant in (B)(6) 2014. The leads were adjusted. The patients also stated during the surgery ¿something else was found wrong¿ and the entire system was changed. The patient had an appointment with the physician on (B)(6) 2014. Later, the healthcare professional (hcp) reported that there were no problems encountered during surgery and that the only thing explanted was the paddle lead. The patient¿s status was recovered without permanent impairment and the patient was fine.